Event description:
The customer reported his blood glucose history is as follows: time: (B)(6) 2014, bg (mg/dl): 150; 2.5 hours later: 280 mg/dl; 2.5 hours later: 280 mg/dl; 2.5 hours later: 350 mg/dl. All of the correctional boluses of insulin that was administered did not have any effect on his bg level so he decided to remove the pod and noticed the cannula was kinked. He was able to activate a new pod and his bg level return to normal range.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.